Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the malfunction code, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged and understood.